Event description:
It was reported to physio-control that the customer's device had a blank display and the service led illuminated on the device. The device could not perform any of its functions and was locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the system pcb assembly. Proper device opeation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
The third-party service agent returned the removed components; they had not only replaced the system pcb assembly, but also the user interface pcb assembly. Physio-control then evaluated both pcb assemblies. For the system pcb assembly, no discrepancies were observed. The user interface pcb assembly was evaluated and physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly that caused the device to lock up with a white screen at boot-up.